Event description:
It was reported that on (b)(6)2020, the patient underwent a THA for OA with the product in question. The surgery was completed successfully without any delay.The sales rep received an information regarding the dislocation of a cup liner in a patient who had previously undergone Total Hip Arthroplasty. Upon verification, it was confirmed that the patient had undergone the THA procedure on (b)(6) 2020. The dislocation did not result from a fall or similar incident; rather, it occurred suddenly during the course of normal daily activities. A liner revision procedure is scheduled for mid-(b)(6). The surgeon has requested information regarding the incidence rate, causes, and outcomes associated with the dislocation of the Pinnacle Marathon Liner.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4)This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.H11. Additional Manufacturer Narrative:D4: UDI: As the catalog/model number was not provided, the (01) GTIN is not available.